Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited inconsistent and high thresholds. The right ventricular (rv) lead exhibited high thresholds. A chest x-ray revealed that both leads dislodged. The patient experienced nerve and diaphragmatic stimulation. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.